Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event history log was unavailable. A functional check was performed and the reported issue was able to be confirmed. The pump was found to be displaying "41171" error code alarm message on power up during investigation. It was recommended that the microprocessor unit board be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error 41171 and was alarming during testing. There was no patient involvement.